Event description:
Customer reports encountering "damping of curve then early obstruction of the catheter (in less than 24 hours after its insertion)" with catheters in the radial position. No patient information or further details were available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer provided a photo; however, the photo only reveals the lidstock of the device with no evidence of the reported issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports encountering "damping of curve then early obstruction of the catheter (in less than 24 hours after its insertion)" with catheters in the radial position. No patient information or further details were available.

Manufacturer narrative:
(B)(4).